Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during an unspecified phase of treatment. During troubleshooting, it was discovered that fluid was leaking from a loose connection between the patient line and the patient¿s catheter. It was verified that the cycler did not get wet at the time of the leak. The technical support representative assisted the patient with cancelling their treatment. The patient re-setup with new supplies and was able to complete their treatment on the cycler without further complications. The patient did not develop any symptoms or require medical intervention following the leak. The cassette used at the time of the incident was discarded. Per the patient¿s peritoneal dialysis registered nurse, the patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.